Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Reported date: (B)(4) 2012. Placeholder.

Event description:
It was reported that the instruments have rust. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that the traces visible on the surface consist not only of rust, but also of organic residue. We suspect that these deposits formed out of residue from the cleaning and sterilization process. It can be said in general regarding rust formation that all materials, including so-called rust-free steel metals, are only conditionally rust-resistant. Please note that these items require special care. They will be rust resistant only as long as they are immediately dried and placed in dry storage. No product defect was able to be found. However, a review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA.